Manufacturer narrative:
DHR review found there were no quality notifications found related with this failure. A maintenance record of occurrence was detected. The pictures of product was sent by the customer making it possible to perform an investigation. The package seal integrity poor questionable, according picture, can occur during some needle packing machine adjusting, confirming the failure and the probable root cause. This is an isolated incident. The defect identified by this complaint will be monitored.

Event description:
It was reported that bd precisionglide needle was packaged improperly resulting in a sterility breach.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ precisionglide¿ needle was packaged improperly resulting in a sterility breach.